Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2872, adaptor, (B)(6) 2002; 4193, implantable pacing lead, (B)(6) 2002; 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the defibrillator was able to run a threshold test utilizing the left ventricular lead's ring to the right ventricular lead's coil. This measurement should not be possible with a unipolar left ventricular lead post capping and replacement of the right ventricular lead as the left ventricular lead retained its unipolar configuration. The left ventricular lead is attached to an adaptor which is plugged into the left ventricular port of the device. The device and lead remain in use. No patient complications have been reported as a result of this event.